Manufacturer narrative:
The returned product was evaluated and found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The slide insert, slide retract, and linkage assembly were observed and the received device had the needle mechanism assembly fully deployed. The exposed portion of the soft cannula was inspected, and no bend or kink was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. The pod¿s cannula was out of the skin and bent. Hyperglycemia treated by patient with a correction bolus and activating new pod.